Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with minor scratched lcd window. Device power up properly after battery installation. Device passed self test and displacement test. Power connector plug in and locked in place properly. Device shows no damage on lcd controller or lcd glass. No partial display noted. (B)(4).

Manufacturer narrative:
Unit p-cap, reservoir locked properly in place. Unit received with minor scratched lcd window. Unit power up properly after battery installation. Unit passed self test and displacement test. Power connector plug in and locked in place properly. Unit shows no damage on lcd controller or lcd glass. No partial display noted. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump screen was foggy. Customer stated they were able to read the display. Customer stated fog shape of u and growing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.